Event description:
Report received indicated that filter had migrated to the right ventricle and there was a clot in the right pulmonary artery. The inferior vena cava (ivc) filter was implanted in the ivc measured 24.5 mm. And filter was placed below the renals in good position. There was complete expansion of the filter below without evidence of filter tilting. Patient was discharged. The report indicated that about two or three days after implant patient experienced chest pain. Patient went to local hospital where a chest x-ray was performed and it showed that the filter had migrated to the right ventricle (rv). The patient was transferred to the original hospital where the implant had been performed. A CT was done confirming that filter had migrated to the right ventricle and that there was a clot in the right pulmonary artery. Patient was moved to the interventional radiologist lab and for 6 hours attempts were made to remove the filter percutaneously, however, patient was experiencing arrhythmias. Despite the effort, the patient went to the operating room (or). The filter was removed, however, patient was unstable and expired the next day. It is not known if an autopsy was performed. Filter was not kept for evaluation. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.